Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and investigation; the customer's report was observed during review of the device activity log. However, the customer report was not duplicated with the device after extensive testing. The defib receptacle was replaced as a precaution. The device was recertified successfully and returned to the customer. A new multifunction cable was sent to the customer as a precaution. Analysis for reports of this type has not identified an increase in trend.